Manufacturer narrative:
(B)(4). This is report 2 of 2 for this incidence of peritonitis. As the patient discards supplies after each use a sample was not available for evaluation. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis is use error-poor aseptic technique. A batch review was performed for the potentially associated lot h11c31030 and an exception was noted for molding defect associated with the connector component. There is no evidence to support association to the reported problem. The affected product was 100% inspected. Corrective actions implemented and effective. Quality inspections were acceptable with all product release requirements acceptable. A review of all batch record documents was performed for potentially associated lot numbers (h11a03058, h11b07024, h11b21041, h11d12038, h11e09049, h11f01101) with no exception noted during the manufacturing process. A labeling review has been performed, finding that current labeling provides ample instructions related to prevention of the suspected use error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through CAPA (B)(4).

Event description:
Product surveillance contacted the cg on (B)(6) 2011, regarding an unrelated alarm. Per the cg, the supplies were discarded and the lot number was not given. The cg stated the hp resumed therapy starting over with new supplies. The cg also stated the hp was in the hospital for an infection that was pd related. The cg stated the hp was currently using the cycler for therapy. Baxter contacted the peritoneal dialysis (pd) rn regarding the reported infection. She verbalized the patient had relapsing peritonitis due to touch contamination each time. On (B)(6) 2011 the patient was admitted to the hospital with peritonitis (discharge date was not reported). The pd culture was positive for enterobacter and wbc was 1910. The patient was treated with vanco ip, fortaz ip, rocephin ip and ciproflaxin by mouth. The patient is on the pd cycler therapy only, receiving dianeal pd2 ambuflex. The nurse reported that the peritonitis is ongoing and improving. The patient will be done with the oral antibiotics in 2 days and another pd culture will be taken in 10 days to confirm that the peritonitis has resolved. The patient was reinstructed on proper aseptic technique and was given antibiotic hand cleanser to use after washing his hand and before connecting to therapy. No further information was available.